Event description:
Decision made to remove pt from ventlator. Placed on 100% blow-by via humidified blow-by set up without "t-piece" or exhale port. Pt immediately showed sinus bradycardia to asystole. Pt with increased facial and body swelling (1g amnt sub-q) air. The blowby was setup and interfaced with the pt so the pt could not exhale through the circuitry.